Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of the battery reaching eri was confirmed. The device was received with battery voltage at elective-replacement level (eri). Electrical and mechanical test results indicated normal eri functionality. Longevity assessment was performed based on average current consumption, and the device exceeded the projected longevity, indicating normal battery depletion.

Event description:
New information indicated that the device battery was at normal elective replacement indicator (eri).

Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. The device was removed and replaced. The patient was stable.